Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "broken, liquid areas between the skin and the implant are especially observed in the upper quadrants adjacent to the area described above, solid conjunct/nodule, with lobed contours, and probably benign breast ultrasound findings (bi-rads - us category 3)." This record is for the right side. Device disposition is unknown.

Event description:
Patient reported right side "broken, liquid areas between the skin and the implant are especially observed in the upper quadrants adjacent to the area described above, solid conjunct/nodule, with lobed contours, and probably benign breast ultrasound findings." Healthcare professional later reported right side capsular contracture baker grade IV. Patient later reported right side "opened and created friction." Device has been explanted and replaced with non-abbvie device. Device has been discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV; rupture additional, changed, and/or corrected data: a4, a5, a6, b5, d1, d2a, d2b, d3, d4, d6a, d6b, g1, g2, g4, h4, h6, h11